Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose levels reached 532 mg/dl to high. The customer managed high blood glucose levels by administering correction injections via multiple dose injections (mdi). To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.